Manufacturer narrative:
(B)(4).

Event description:
An external fluid leak was observed from the polyflux 140h during treatment. The leakage was reportedly observed from the area between the header of the dialyzer and the blood line connector. No clinical symptoms or medical intervention was reported. No additional information is available.